Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a notification for an extended charge time. Capacitor maintenance was performed. The device was explanted and replaced, and the patient was stable post procedure.